Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the trigger was sticky. It was further determined that the device failed pretest for check for sticky triggers. Therefore, the reported condition of the trigger not returning to its original position after pressing was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the lower trigger of the battery handpiece/modular was not working properly. It was further reported that the trigger was not returning to its original position after pressing. It was reported that there was a five-minute delay to the surgical procedure and a spare device was used to complete the surgery as intended. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.